Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose while using the ilet with libre 3+, treated with 8 oz of juice, and received an ilet alert; the user stated lows have occurred more often since a recent ilet adjustment by a clinician and does not use meal announcements due to prior gastric bypass. Symptoms included hypoglycemia with shaking/tremors. Outcomes included use of oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device component or specific device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.